Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. On (B)(6) 2008, name of procedure: total abdominal hysterectomy-bilateral salpingo-oophorectomy, pubovaginal sling. Pre-operative diagnosis: stress urinary incontinence, vaginal wall prolapse; uterine fibroids. Post-operative diagnosis: stress urinary incontinence. On (B)(6) 2009, name of procedure: colonoscopy with biopsy. Pre-operative diagnosis: abdominal pain and diarrhea. Post-operative diagnosis: mild nonspecific colitis of sigmoid colon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.